Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage told at confirmation to have it removed\ breakage of essure device'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('(stillbirth or miscarriage)') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective. The patient's medical history included gravida I, parity 2 and obesity. Previously administered products included for prevent pregnancy: yaz. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2013 for contraception as well as gabapentin and thiamazole (tapazole) from 2012 to 2013. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) immediately following the procedure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)immediately following the procedure"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"), 13 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("pain lower abdomen"), back pain ("pain lower back") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problem or changes uti"). In (B)(6) 2016, the patient experienced gingival pain ("dental problems cavity and painful gums"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In september 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression worsened after procedure") and dental caries ("dental problems cavity and painful gums"). At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, abdominal distension, depression, migraine, headache, nausea, weight increased, alopecia, urinary tract infection, gingival pain and dental caries outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, alopecia, back pain, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, gingival pain, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pregnancy test - in (B)(6) 2018: result-miscarriage.. Ultrasound scan vagina - in (B)(6) 2014: result: breakage of essure device. They were falling apart and faulty and should not have been put in on (B)(6) 2014. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage told at confirmation to have it removed\ breakage of essure device'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage)') and abortion spontaneous ('(stillbirth or miscarriage)') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included gravida I, parity 2 and obesity. Previously administered products included for prevent pregnancy: yaz. Concomitant products included medroxyprogesterone acetate (depo provera) from 2010 to 2013 for contraception as well as gabapentin and thiamazole (tapazole) from 2012 to 2013. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) immediately following the procedure"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)immediately following the procedure"), dysmenorrhoea ("dysmenorrhea (cramping)") and nausea ("nausea"). On(B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"), 13 days after insertion of essure. In (B)(6) 2014, the patient experienced abdominal pain lower ("pain lower abdomen"), back pain ("pain lower back") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced device breakage (seriousness criterion medically significant). In (B)(6) 2016, the patient experienced urinary tract infection ("bladder or urinary problem or changes uti"). In (B)(6) 2016, the patient experienced gingival pain ("dental problems cavity and painful gums"). In (B)(6) 2017, the patient was found to have weight increased ("weight gain"). In (B)(6) 2018, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2018, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion spontaneous (seriousness criterion medically significant). On (B)(6) 2018, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced depression ("psychological or psychiatric problems condition: depression worsened after procedure") and dental caries ("dental problems cavity and painful gums"). At the time of the report, the device breakage, pregnancy with contraceptive device, abortion spontaneous, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, back pain, abdominal distension, depression, migraine, headache, nausea, weight increased, alopecia, urinary tract infection, gingival pain and dental caries outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 2. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain lower, abortion spontaneous, alopecia, back pain, dental caries, depression, device breakage, dysmenorrhoea, dyspareunia, gingival pain, headache, menorrhagia, migraine, nausea, pregnancy with contraceptive device, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.3 kg/sqm. Pregnancy test - in (B)(6) 2018: result-miscarriage. Ultrasound scan vagina - in (B)(6) 2014: result: breakage of essure device. They were falling apart and faulty and should not have been put in on (B)(6) 2014. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received: lawyer was added. Patient's demographics was added. Case become valid since injury nos was replaced by new specified events; vaginal bleeding, menorrhagia, pregnancy (stillbirth or miscarriage), depression, uti ,migraines, headaches, nausea, dental problems, device breakage, dysmenorrhea,dyspareunia, lower back pain, lower abdominal pain, vaginal discharge, weight gain, bloating, hair loss, device ineffective, dental cavities, painful gums. Concomitant drugs were added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.